Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Empty test strips vial was returned for evaluation. Unable to evaluate test strips. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 47 mg/dl. The customer does not know their expected glucose range. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that she had woken up due to feeling symptoms of sweating, chills, and dry mouth. Customer performed a blood glucose test and obtained the result of 47 mg/dl fasting. Customer stated she had contacted her doctor and was advised to cut insulin from 10 units to 6 units and to drink orange juice and eat a snack. Customer stated that she only cut insulin to 8 units and had eaten some crackers. Customer also stated that she had taken 4 glucose tablets. During the call, a blood test was performed by the customer non-fasting and produced test result of 308 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/23/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 195mg/dl, date: 12/04, time: 2:06p fasting. Result 2: 127mg/dl, date: 12/04, time: 1:08p fasting. Result 3: 327mg/dl, date: 12/04, time: 10:19p fasting. Result 4: 134mg/dl, date: 12/04, time: 8:37p fasting. Result 5: 47mg/dl , date: 12/04, time: 1:06p fasting.